Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. Patient described the area as irritated under the arm. The patient reported that their under arm skin is extremely sensitive. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment for the irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.